Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of unconsciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. On (B)(6) 2017 at 4:00pm, a staff nurse at the nursing home found the patient was unconscious and stated that the continuous glucose monitor (cgm) was alerting at 40 mg/dl. The patient was immediately picked up by the paramedics and was transported to the hospital where she was treated with glucagon until she became conscious around 6:00pm. There was no allegation of malfunction against the receiver as the patient's sister stated that the device was alerting as it should, and the nursing staff did not hear it as it was sounding. Additionally, the patient's sister stated that the patient has a medicare receiver, and with that receiver, she is unable to follow the patient's trends and stated that due to the nursing staff not did not hear the alerts, it was too late and caused the patient to be hospitalized. At the time of contact, the patient was back at the nursing home and in stable condition. Additional patient or event information is not available.